Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had entangled during screwing. A new rv lead was used, however with same outcome. The leads were not used, and a new rv lead was implanted. The patient was stable throughout the procedure.